Event description:
The account alleges the brake will lock but if you shake the bed it will come out of brake. There was no reported injury or incident.

Manufacturer narrative:
The technician found the brake detent assembly was broken. The technician replaced the brake detent assembly to resolve the issue.